Event description:
It was reported that the wand didn¿t work and the controller alarmed. The settings were changed and a 2nd wand was tried with the same result. The procedure had to be changed from arthroscopic to open surgery. No patient injury or other complications were reported.

Manufacturer narrative:
Visual inspection under magnification shows no wear on the electrodes with device one (1) and minimal electrode wear with device two (2). Both returned devices have dried tissue present on the screens. There are no manufacturing abnormalities visually observed with the returned wands. The complaint could not be verified as the returned devices performed as intended when functionally tested. The root cause could not be determined with confidence. Several factors could contribute to the reported event such as: a power surge to the subject controller, using an improper power cord or improper extension cord, a loose power connection, or failure of an electronic component inside the subject controller. There were no indications that would suggest that the devices did not meet product specifications upon release into distribution.